Event description:
It was reported that a patient with lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads implanted presented at a six-week post-operative appointment with suboptimal pain relief, which was a significant decrease from the previously reported 90% relief at two weeks post-operation. Updated imaging was obtained and revealed that the leads had migrated from the top of t9 to the bottom of t10 and top of t11. Reprogramming was performed to capture stimulation in the right lower extremity where their pain was, and the patient was provided with two new dtm programs and one neuro sense program to trial over the following week. There was no plan for surgical revision at this time. There were no known events that led to this issue and impedances were within normal limits.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.